Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report number 3005099803-2008-3950 for a description of the other event. It was reported to boston scientific corporation on december 22, 2006 that a tandem xl cannula was used in an enteral stent placement procedure in 2006 (patient; gender and weight are unknown). According to the complainant, a tandem xl cannula and jagwire guidewire were used in the procedure. In order to gain access to a difficult stricture, the guidewire was manipulated. During the manipulation of the guidewire, it was noticed that its yellow and black insulated jacket had become detached. This detachment would not allow the guidewire to move through the cannula. The procedure was completed with another jagwire guidewire device. No patient complications were reported as a result of this event. The patient,s condition was reported to be "ok."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual examination was performed on the returned tandem xl cannula device. No cannula damage was noted in the investigation. The cause of this malfunction cannot be determined.